Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes, the interconnect cable, and the rear therapy electrodes were severed and missing. The root cause for the missing cables and electrodes was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient was receiving "add gel" messages in the absence of a prior gel release.